Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, the patient continues to utilize the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Event description:
On (B)(6) 2022, fresenius became aware this 71-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was transported to the hospital via emergency medical services (ems) for an unspecified medical emergency. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was admitted on (B)(6) 2022 and discharged on (B)(6) 2022. The patient was diagnosed with dehydration, due to a newly prescribed diuretic (chlorothiazide), poor/inadequate oral fluid intake, and a newly prescribed blood pressure medication (metoprolol tartrate) which reportedly caused the patient to become bradycardic (20 bpm). The combination of these events was reported as having caused the patient¿s syncopal episode and fainting (loss of consciousness). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) despite having occurred during ccpd therapy. The medications were discontinued, and alternative medicinal options are being explored with the patient¿s cardiologist. Following discharge, the patient returned home and resumed utilizing the same liberty select cycler as before the events. The pdrn reported the patient has recovered from the events.

Event description:
On 8/may/2022, fresenius became aware this 71-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was transported to the hospital via emergency medical services (ems) for an unspecified medical emergency. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was admitted on (B)(6) 2022 and discharged on (B)(6) 2022. The patient was diagnosed with dehydration, due to a newly prescribed diuretic (chlorothiazide), poor/inadequate oral fluid intake, and a newly prescribed blood pressure medication (metoprolol tartrate) which reportedly caused the patient to become bradycardic (20 bpm). The combination of these events was reported as having caused the patient¿s syncopial episode and fainting (loss of consciousness). Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) despite having occurred during ccpd therapy. The medications were discontinued, and alternative medicinal options are being explored with the patient¿s cardiologist. Following discharge, the patient returned home and resumed utilizing the same liberty select cycler as before the events. The pdrn reported the patient has recovered from the events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.